Event description:
This complaint is now reportable based on the analysis completed on (B)(6)2009. It was reported that during preparation for a coronary stenting treatment procedure with a 2.75x32mm liberte bare stent, the tip of the catheter was found to be kinked. The device never entered the pt and the procedure was completed with a different device. No pt complications were reported. However, returned product analysis revealed stent damge.

Manufacturer narrative:
A visual and microscopic examination of the returned unit revealed proximal stent damage. The proximal side of the stent was damaged on it's first and second rows with struts misaligned. A visual examination of the tip revealed tip damage. The tip was very slightly flared. The balloon was visually and microscopically examined and no issues were noted with it's profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The mfg records were reviewed and no issues or discrepancies were found and the device met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).